Event description:
It was reported that decreased rom of the right knee was manipulated under anesthesia.

Event description:
It was reported that decreased rom of the right knee was manipulated under anesthesia. Patient might have a revision surgery.

Event description:
It was reported the patient underwent another manipulation under anesthesia on (B)(6) 2017.

Manufacturer narrative:
(B)(4).